Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for low blood glucose levels a year prior to the initial call. The customer did not provide the blood glucose levels or the time and date of the hospitalization. It was unknown what caused the incident. The customer did not provide any further information about the hospitalization. The customer did not return the product back for analysis.